Event description:
The customer reported that the insulin pump alarmed an error during the manual prime process. Troubleshooting was performed, and the customer could not change to any other screen. The blood glucose reading was 78mg/dl. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk.